Event description:
It was reported following an emergent weekend coronary angiogram via the right common femoral artery (cfa) a 6f angioseal vip was deployed. The procedure was uncomplicated with normal coronary arteries. The patient developed back pain, became hypotensive, and quickly deteriorated; the patient had 2 code blue asystolic arrests. Retroperitoneal bleeding was diagnosed. The patient was transferred to another hospital the next day due to the patient's critical condition. Five units of blood were transfused. The representative's review of the pre-deployment angiogram revealed an unsuitably high right cfa puncture at the level of the mesenteric artery and an undiseased cfa with a diameter greater than 4 millimeters (mm). The patient's condition was reported as critical. The physician was in the angio-seal vip training process.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the puncture was stated to have been high puncture. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.